Manufacturer narrative:
Previous troubleshooting reported under MFR report number 2916596-2021-00392 and MFR report number 2916596-2020-06087.

Event description:
It was reported that the patient had another "replace back up battery" alarm on a new controller that was issued last week. The patient has received numerous other backup batteries and new controllers, but the issue continued to persist. The patient's environment at home was reviewed to assist in troubleshooting reoccurrences. The patient wheel chair bound and experiences delirium. It was uncertain if the controller had been exposed to damage or any liquids. The patient's controller was exchanged and a replacement backup controller was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6)) and reproduced during testing. The log file contained approximately 1.5 days (22jan2021 ¿ 23jan2021 per the timestamp). A backup battery fault alarm activated on 22jan2021 at 22:38:00 due to a backup battery load test failure. The alarm remained active for the remainder of the log file. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The driveline was disconnected on 23jan2021 at 16:45:52 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The backup battery fault alarm was able to be reproduced during testing of the system controller and backup battery on a mock circulatory loop; however, this issue was observed to be intermittent. The backup battery fault alarm occurred due to a backup battery load test failure due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The alarm was able to be reproduced twice during testing, but could not be reproduced again upon several subsequent load tests being performed, as the backup battery passed the additional load tests without issue. Aside from the intermittent backup battery fault alarms during testing, the system controller and backup battery functioned as intended. The system controller and backup battery successfully operated a mock circulatory loop above the low speed limit without issue. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 25sep2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ section f ¿safety checklists¿ and heartmate 3 patient handbook section 10 ¿safety checklists¿ provides the procedure for routine maintenance of the heartmate 3 left ventricular assist device, including the system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.